Manufacturer narrative:
(B)(4). Device history records review was completed for part: 08.501.001.05s, lot: l035698. Manufacturing location: (B)(4), release to warehouse date: jul 13, 2016, expiry date: jul 01, 2021. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Sustaining engineering has not identified any design related root cause for this post-operative device failure. The device failure is end-user related. As per the systems technique guide, the user must confirm the integrity of the final construct. Therefore, this non-manufacturing investigation is closed by sustaining engineering as not-valid regarding a design related root cause. The received photo shows four unidentifiable sternal zipfix w/needle peek in unpacked condition with cut off and missing needle portions. Based on the photo it cannot be confirmed if the closure of the implants does not work. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially, the patient had a cardiac surgery on (B)(6) 2019. On (B)(6) 2019, the surgeon found a wound dehiscence. As a result, second surgery was performed and noted four (4) loosened sternal zipfix. The wound was not infected and the sternum was not split. An unknown steel wire was used to complete the surgery. The loosened sternal zipfix were successfully removed. After the procedure, the surgeon chose one (1) sternal zipfix and tried to re-fix and was able to tighten it. It was unknown if there was a surgical delay. The patient is in the hospital and was stable. This report is for one (1) sternal zipfix. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Alert date correction. After the late investigation, the complaints were found to be on-time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.